Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted. Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast though not verified, legal representative stated severe and debilitating pain, urinary incontinence, dyspareunia, mesh erosion, serious bodily injury and harm, anticipated to undergo further surgeries to remove more mesh, bladder problems and bowel problems and other severe adverse health consequences. Aris known. No item or lot #.

Manufacturer narrative:
This complaint was investigated to the extent information was provided to coloplast. Due to the legal nature of this complaint, the device not being returned for evaluation and the lot number not being provided, a thorough investigation could not be executed. Should additional information become available, this file will be re-evaluated and updated according to current procedures. Complaints of this nature are monitored and captured within the product risk documentation. No further action or corrective action is required at this time.

Event description:
Additional informationreceived reported the patient experienced pelvic pain,, recurrent utis, mixed incontinence, acute and chronic cystitis, vaginitis (yeast infection), hematuria, a splenic lesion, and wall thickening of the transverse colon. The patient underwent a pelvic ultrasound, vulvar biopsy, and CT of the abdomen/pelvis on (B)(6) 2013. On (B)(6) 2020, the patient underwent excision of midurethral sling under general anesthesia.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.